Event description:
It was reported that during a lap appy procedure, the max button worked. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.